Event description:
Physician attempting to place peg tube. Wire on peg tube broke as tube placement was attempted. Physician unable to determine if tube defective or a complication because of scar tissue/adhesions from previous surgeries. Device exchanged for another peg tube, and procedure completed without further incidence. Manufacturer response for safety 20 french peg, endovive: no response yet.